Manufacturer narrative:
(B)(4) .

Event description:
It was reported that, while performing a catheter dye study, the pt's healthcare provider (hcp) aspirated an undetermined "cloudy fluid" from the catheter access port (cap). The pt, then, noticed that the pump pocket was "puffy and swollen." The hcp aspirated 30ml of the "cloudy fluid" from the pump pocket. No info was provided regarding the type, concentration, or dosage of the medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up will be filed if add'l info becomes available.